Event description:
Spouse of home patient (hp) reports incomplete prime with pt line of homechoice sets. Spouse reports "last yard" of line would not prime. Spouse reportedly has not called baxter technical service center for assistance. Spouse reports hp had to reset up with new supplies to complete treatment with each occurrence. No pt injury or medical intervention required per spouse of hp.